Event description:
The company was notified of a mitroflow valve that was explanted on (B)(6) 2012 for reported bioprosthetic stenosis due to calcification after approximately 2.3 years. The surgeon is not expressing a complaint regarding the quality and/or performance of the device.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received on (B)(4) 2012, but an evaluation summary is not available at this time. Initial gross examination and x-ray analysis confirmed the presence of leaflet calcification. Method - the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Results - no definitive results at this time. Conclusion - no conclusion can be drawn at this time, as device evaluation, including histopathology, is in progress.